Event description:
It was reported that a physician trained in the use of the starclose se achieved arteriotomy closure of the common femoral artery using a starclose se device after an unspecified procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. In accordance with the instructions for use, the access ports were used, and the device was removed successfully from the pt anatomy. Hemostasis was achieved with the clip. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported the starclose se device used in the closure procedure was discarded; however, the lot number was provided. Five sterile rep samples with the same part number as the complaint device and two separate lot numbers (73060-6h and 69063-6h) were returned for evaluation. Functional testing was performed on all of the returned devices and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.